Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing and defib cycling on battery only, without duplicating a malfunction to the device. The device was recertified and returned to the customer. The returned battery was not part of the event but was noticed to be 8+ years old. The aged battery did fail testing and the customer will be asked to review their battery management practices. The x series operator's guide, page 24-7, guidelines for maintaining peak battery performance states: always carry at least one fully charged spare battery. If no other source of back-up power is available, two spare batteries are advisable. Rotate spare batteries routinely. The charge level gradually diminishes in a battery after it is removed from the charger even if it is not used. Regular battery rotation helps to avoid incidents where a low battery condition is encountered because the battery has not been recharged or used in more than 30 days. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a 71-year-old male patient, the device displayed a "defib charging error" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.